Event description:
It was reported that the patient¿s caregiver requested guidance on adjusting low glucose alarms because nighttime readings frequently approached the low threshold, with one documented low blood glucose value of 64 mg/dl and no hospital care required. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no long-term impairment. Investigation included troubleshooting and education, including discussion that lack of meal announcements could be driving correction dosing that contributes to overnight lowering, and a recommendation to consider a factory reset if meal announcements will be introduced. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.